Event description:
Caller reported that insulin gauge displayed an amount different than expected, but there was no adverse impact to the customer's blood glucose level. The caller experienced a fill estimate issue with the tandem mobi mobile app, showing discrepancies between the displayed and actual insulin levels. Technical support assisted the caller in reloading the same cartridge, but the issue persisted. As a corrective action, the caller was guided to load a new cartridge, which resolved the issue as there was no longer a discrepancy. The original cartridge was returned as part of the resolution process.